Event description:
It was reported that during a da vinci-assisted surgical procedure, an unused staple fell inside the patient from an unused blue sureform 60 stapler reload prior to use. The event occurred after a new sureform 60 stapler instrument, installed with a new stapler reload, was inserted into the patient and while the surgeon was planning on stapling the stomach. A staple came out and landed on the stomach. The staple was removed from the patient. The staple did not pierce any tissue or caused any harm. The stapler reload was replaced with a new reload, and everything worked after that. The circulator did not save packaging, so the stapler reload lot number is unconfirmed. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument was inspected prior to use with no damage or anything out of the ordinary identified. It was clarified that the staple fell inside the patient right when the stapler instrument was inserted through the trocar. The surgeon never initiated a fire with the stapler reload involved with the dropped staple. The surgeon believes the stapler reload was faulty, which caused the staple falling out. The surgeon did not notice any issues with the functionality of the stapler instrument during the surgical procedure. The staple was retrieved with a laparoscopic grasper. It was confirmed that all fragments were retrieved because only one staple reportedly fell. No additional surgical procedures were required to remove the staple. No post-operative tests like an x-ray or ultrasound were performed to check for remaining staples. The patient has not returned to the hospital due to experiencing any post-surgical complications. The initial reporter indicated that they have already returned the stapler reload and fallen staple. No photographic images of the device or video recordings of the procedure are available for isi review.

Manufacturer narrative:
The blue sureform 60 stapler reload has been returned to isi for failure analysis evaluation. One individual staple was found not present in its associated pusher slot. The staple was not returned back by the customer. The stapler reload was not fired.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: initial fa findings were confirmed. Upon inspection the returned reload appeared unfired. The blade was still in the proximal position and no pushers had been deployed by the shuttle. When received for further review, the reload was missing 1 staple from the second most proximal pusher set on the left side of the reload. The complaint stated the staple fell into the patient from the reload, prior to firing. The staple was not returned with the reload or reload packaging. The procedure logs were not able to be reviewed due to insufficient procedure information.